Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. Reportedly, an attempt was made to remove the entire system due to purulent like drainage coming from the superficial incision site. The physician washed the pocket with intravenous antibiotics. Additionally, during the procedure there was a removal difficulty met with this rv lead. There were no additional adverse patient effects reported.